Event description:
It wsa reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the average tortuous, non-calcified and 100% stenotic proximal to distal left circumflex artery. The physician deployed a 2.75x20mm liberte stent and then advanced the 2.5x15mm maverick2 balloon to the stent and inflated it to 10atms on the first inflation and it ruptured. There were no patient complications. The device was removed from the patient intact. The procedure was successfully completed with this device. Patient status is reported as "good".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.